Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump has a crack on the reservoir compartment. Customer's blood glucose at the time of the incident was 3.5 mmol/l. The device has been returned for analysis.